Event description:
It was reported that a 6 month post-op x-ray indicates a screw at c7 of a c4-c7 construct (with graft) has backed out. No further back out was observed 12 months post-op. Patient is asymptomatic.